Event description:
It is reported by the patient that on an unknown date following use of the contact lens multi-purpose disinfecting solution, the patient was sent by her optician to immediately visit the hospital. The patient's optician stated that she had suffered a reaction to her contact lenses solution, and that she had never seen a reaction as bad. The patient was given steroid medication and an unspecified antibiotic for four weeks. The patient reported she could not attend work as her eyesight was so bad, suffered headaches and sensitivity to light. The patient's eyesight had suffered as a result and possibly caused/worsened an astigmatism in her left eye. No further details were provided. Additional information was received on (B)(6) 2013 stating that the patient had suffered damage to her eyes due to very bad keratitis. The patient contributed the keratitis to a bad reaction to the solution. Additional information received on (B)(6) 2013 states that the patient had been using soft daily lenses which she replaced every one to two weeks. The patient reported that the contact lenses were ten days old when she visited the hospital. The patient reported that she suffered sensitivity to light, itchy watery painful eyes. Her eyesight breakouts of eczema also around her eyelids which she had never suffered before. She could not attend work for three weeks due to her bad eyesight and headaches/pain caused by this reaction. A referral letter from her optician detailed that the patient attended the practice and complained of ocular pain and photophobia in both eyes for a week. She thought it was due to hay fever rather than her contact lenses because it did not improve whilst wearing spectacles. The patient came to the practice wearing her contact lenses and her visual acuities were right eye 6/6 n5 and left eye 6/9 n5. Slit lamp examination revealed some corneal infiltrates and diffuse superficial punctuate staining in the right eye. The left eye showed a superior pannus and more dense corneal infiltration and staining. The optician suspected that the patient had developed a reaction to the contact lens solution and "had never seen a reaction this bad." The optician noted to ensure that this keratitis was not infective and was treated as appropriate. The patient has used the product before without issue. The event was reported as severe, lasted days and had not resolved. The patient discontinued use of the solution and stopped wearing contact lenses temporarily. The patient was not using another contact lens care product, had not replaced the contact lenses, did not require specific therapy to treat the suspected adverse event, was not hospitalized as a consequence of the adverse event, and had not used the product again. The patient had suffered outbreaks of eczema at the same time that the event had occurred. The patient stated that she is still suffering the effects of the reaction, but the condition has improved.

Manufacturer narrative:
Evaluation summary: the sample was not received. No lot code was reported or sample provided by the customer. The root cause could not be determined. Consumer product use, and lens care practice cannot be confirmed. No lot code or sample was provided by the customer; therefore specific lot information could not be evaluated. No further action is warranted at this time. (B)(4).